Event description:
Customer reported that the insulin pump's keypad was responding intermittently or not at all. Customer reported that the insulin pump was recently exposed to water. Blood glucose level was 109.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assemblies.